Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to device being returned. H11 updated additional manufacturer narrative as the device was returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the cannula kink was not determined without sufficient clinical details. Also, the cause of the low pump flow issue was most likely related to positioning issues or cannula kink; however, it was not confirmed without sufficient clinical information to determine the sequence of events, since the data log confirms the pump was in a good position with acceptable pump flow prior to the low pump flow issue, therefore, the cause of the positioning issue was not determined without sufficient clinical details indicating how the position issue occurred, and there was no primary product defect found related to the positioning issue. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The pump will be returning for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral due to the 62-year-old female patient deteriorating in the percutaneous coronary intervention (pci). The pci was a shockwave intervention and the patient had become pulseless. The other underlying medical history was not shared. The cp was inserted but had suction alarms/low flows. They assessed the pump and found it to be in poor position and so repositioned it. When this did not resolve the issue they reviewed and found a cannula kink, which they attempted to straiten by again repositioning the pump. The patient subsequently went into ventricular fibrillation and had CPR begun. The team made decision to explant the pump and insert an intra-aortic balloon pump (iabp). The exchange to the iabp was performed with no consequence to the patient. The patient survived the flows, kink, and arrythmia.